Event description:
A caller reported a malfunction on the pump, identified by the malfunction code malf 12 due to a momentary power loss to the vibrator motor. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump successfully, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue recurred, which the caller acknowledged and understood.